Event description:
On (B)(6) 2010, the pt reported, she received an e2 (battery depleted) followed by an e8 (power interrupt) on her insulin infusion device while trying to bolus. She stated, she has had to change the battery several times in the past few days. She was instructed to insert a new battery. She did so without further error. The pt reviewed her device alarm history and confirmed the history does not show an a2 (battery low) prior to the e2. She said the history also does not show an e8. No blood glucose concerns related to this issue were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for eval.